Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states meter is reading high. States customer normal range is 120mg/dl-125mg/dl and customer read 415mg/dl. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-125mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:415mg/dl.